Event description:
It was reported that a patient presented with over-sensing of the patient's external device noted on the implantable cardioverter defibrillator. The device will continue to be monitored. No adverse patient consequences were reported.